Event description:
The patient was implanted with a siltex spectrum post-operatively adjustable mammary prosthesis on 7/24/97. Subsequently, the patient experienced a deflation of the device and pain.